Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
Material no.: 383518; batch no.: 9150812. It was reported that the bd nexiva¿ closed IV catheter system had the metal needle come off of the retractor grip. The following information was provided by the initial reporter: one of the traveler rns says they were using a 20ga 1.75inch nexiva (lot 9150812) and the metal needle came off of the retractor grip. I haven't had an issue but we do have a lot of that lot in stock.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 383518, batch no.: 9150812. It was reported that the bd nexiva¿ closed IV catheter system had the metal needle come off of the retractor grip. The following information was provided by the initial reporter: one of the traveler rns says they were using a 20ga 1.75inch nexiva (lot 9150812) and the metal needle came off of the retractor grip. I haven't had an issue but we do have a lot of that lot in stock.